Manufacturer narrative:
The device was not returned for evaluation. We are unable to verify the reported bent cannula or if any product condition could have contributed to the reported [ER visit/hospitalization] for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 500 mg/dl and she was vomiting after wearing the pod between 36 and 48 hours. The patient was hospitalized for the hyperglycemia. The patient was treated with insulin drip. The cannula was bent.